Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during rewind due to motor encoder signal out of phase. Unable to confirm alarm due to overwritten history file. The insulin pump received with cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during every rewind attempt. The customer also reported that the insulin pump alarmed motor position encoder error as well. The customer's blood glucose was 181 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.